Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported individual received a suspected false positive result last year using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Exact test date not provided. Individual tested negative with two pcr tests on an unknown date. Although requested, no further information was provided regarding this false positive result.